Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was opened for the case. The surgeon did not notice and issues with functionality of the instrument during the surgical procedure. No fragments fell inside the patient and therefore no x-ray was performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the wire sticking out was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopex surgical procedure, the 8mm tenaculum forceps instrument had a wire sticking out. No fragments fell into the patient. The procedure was completed with no reported injury.